Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2010, this patient underwent an endovascular procedure using gore tag thoracic endoprostheses (proximal: tgt3420/8574589, distal: tgt3420/8574590) to repair rupture of a pseudoaneurysm at anastomosis site of a surgical graft from total aortic arch replacement. It was reported that the proximal neck of the devices were placed within the surgical graft at the aortic arch. No adverse event was reported during the procedure. The patient tolerated the procedure. On (B)(6) 2011, post-operative follow-up imaging revealed a proximal type I endoleak. The cause of the endoleak is unknown. It was reported that the proximal neck diameter (diameter of the surgical graft) was measured 25-28mm, and the recommended diameter of aorta for the tgt3420 is 29-32mm. The physician elected to monitor the patient. On (B)(6) 2011, the patient was discharged. Subsequent follow-up imaging showed that the endoleak persisted and the aneurysm measured 62 mm; however on (B)(6) 2012, one year follow-up imaging revealed that the aneurysm enlarged to 68 mm. It was reported that the endoleak resolved without any additional procedure. The physician elected to monitor the patient. On (B)(6) 2013, three year follow-up imaging showed that the aneurysm measured 61 mm. No further information is available.